Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had twiddler syndrome and this lead was dislodged. In addition, rv lead exhibited high threshold and patient was experiencing diaphragmatic stimulation. Additional information indicated that the dislodgement was confirmed under fluoroscopy. Also, sensing, impedance and threshold were all good. Furthermore, the lead was repositioned and remains in service. No additional adverse patient effects were reported.